Event description:
It was reported that the patients lead was fractured. Symptoms of muscle spasm and back pain were noted. Lead fracture was not confirmed through imaging.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 237452.

Event description:
It was reported that the patient had a broken lead following an ipg replacement procedure. It was also stated that the patient felt pain and muscle spasms as the back. Additional information was received that lead fracture was not confirm through imaging and high impedance were noted causing inadequate stimulation. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was discarded by the medical facility and will not be returned.